Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 3fr sl powerpicc sv catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 6 cm and 8 cm depth markers. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 's' shaped split. ¿ granular fracture surface texture (typical of tearing failure modes). ¿ varying catheter diameter between the 4 cm and 5 cm depth markers, which may be indicative of material ballooning. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during CT IV contrast bolus extravasated into left arm/axilla. On removal hole noted at 10 cm mark. 4 fr catheter would not advance so was exchanged for 3 fr catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during CT IV contrast bolus extravasated into left arm/axilla. On removal hole noted at 10 cm mark. 4 fr catheter would not advance so was exchanged for 3 fr catheter. No other information was provided.